Event description:
The wife of a male patient contacted lifecor customer support to report the patient had died in 2009. She stated he was sitting in his recliner, and told his grandson he could not breath. He got up from the chair and fell flat on his face. The daughter and son-in-law gave CPR, but the patient did not respond. The wife stated that the device did not activate, and there were no alarms. At approximately 10 days later, the device was recovered, and the download showed an asystole event.

Manufacturer narrative:
Device MFR date: monitor; 10/2008. Electrode belt; 02/2009. Device evaluation - the monitor and electrode belt were fully functional. Conclusions: the device properly detected and alarmed for asystole, which occurred about five minutes after the onset of bradycardia. No treatment sequence was initiated for bradycardia as this is a non-treatable rhythm.